Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left main ostium to mid left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got inflated in the guiding catheter by mistake and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found the stent was damaged with stent struts stretched, bunched and moved distally on balloon such that the proximal end of the stent was attached at the distal balloon cone and was covering the device tip. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and the balloon folds appeared relaxed, the distal balloon cone appeared bunched. Balloon cone damage most likely occurring during withdrawal attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple kinks on several locations of the shaft polymer extrusion profile. This type of damage is consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Per dfu, the device is examined for damage prior to use and if any damage is noted the device should not be used. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left main ostium to mid left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got inflated in the guiding catheter by mistake and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found the stent was damaged with stent struts stretched, bunched and moved distally on balloon such that the proximal end of the stent was attached at the distal balloon cone and was covering the device tip. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and the balloon folds appeared relaxed, the distal balloon cone appeared bunched. Balloon cone damage most likely occurring during withdrawal attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple kinks on several locations of the shaft polymer extrusion profile. This type of damage is consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Per dfu, the device is examined for damage prior to use and if any damage is noted the device should not be used. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left main ostium to mid left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent got inflated in the guiding catheter by mistake and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.